Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event was confirmed based on operative notes received. No product was returned; visual and dimensional evaluations could not be performed. Device history record  (DHR) was reviewed and no discrepancies were found. The reported components were reviewed for compatibility with no issues noted. Review of the complaint history determined that no further action is required. Review of the primary operative notes indicates that the patient was suffering from advanced osteoarthritis. The patient was noted to having a deformity in both the coronal and sagittal planes from a previous osteotomy. After soft and hard tissue resections, trials were inserted and appropriate limb alignment, ligamentous balance in extension and flexion, full range of ·motion with the trial spacer was achieved, the patella was found to track centrally in the trochlear groove with "no thumbs" technique. As per the manipulation procedure in the medical report provided, the hip and knee were then flexed, and passive flexion was about 115 degrees with fairly gentle manipulation. We were able to get easily 125 degrees in both knees and able to obtain full extension. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following report is submitted to relay corrected information. Explant date: n/a, as complaint is for manipulation and products were not explanted.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient had a manipulation performed on the knee. No additional patient consequences were reported.